Event description:
It was reported that this pacemaker exhibited a known battery issue. The battery reached end of service. It was noted that device replacement was required. The device was explanted and replaced. No additional adverse patient effects were reported.